Manufacturer narrative:
H3: evaluation determined that the distal bearing is detached. The likely cause of failure is tube worn. It was also noted that the leg is scratched, top hole of the tube is deformed, and color ring is discolored. Date of notification: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of seized/not running. No patient impact reported. Repair escalated to product event on evaluation due to detached bearing.

Manufacturer narrative:
Details of the correction: 1. B5 updated. 2. Section h6: removed a07 fdd code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not working. No patient impact reported. Repair escalated to product event on evaluation due to detached bearing.